Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 300mg/dl. Troubleshooting was performed. The customer stated that the drive support cap appears normal. The customer stated that the device was exposed to a high magnetic field. Assisted the caller to run a displacement test and the test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional test due to motor anomaly.